Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the event was not reported. Treatment was unspecified. On an unreported date, pd therapy was discontinued during treatment (current mode of dialysis therapy was not reported). At the time of this report, the patient had not recovered. No additional information is available.